Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, one-link non-dehp y-type microbore catheter extension set disconnected and subsequently leaked. The nurse observed the ¿y-connector tube noted disconnected on bed¿ and the ¿y-connector broke off from PICC cap¿. Tpn (total parenteral nutrition) and il (intralipids) were infusing at the time of the disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.